Event description:
"Please note that oral syringes ref# 21010gcnsb failed our client first production testing due to capacity - volumetric oos, please see details below: the submitted sample(s) did not meet the capacity - volumetric requirements for the following: claim: 10 ml, spec: min: 9.6 ml, actual test results: 9.4 ml. "

Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the return sample and archive sample analysis. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges. Unconfirmed. This report was initially submitted on 08/19/2024. Due to issues with displaying the initial submission, this submission contains both initial and supplemental information.

Manufacturer narrative:
This report when initially submitted encountered an internal issue potentially related to database connectivity. This issue was identified while implementing CAPA-57 which was opened following an FDA inspection.